Event description:
On 11/16/2007, the pt reported that she did not believe the piston rod of her infusion device was moving. She stated, that her blood glucose measured "hi" on her blood glucose monitor (over 600 mg/dl), when she woke up and she felt thirsty, tired, achy, and like she may vomit. She injected 10 units of insulin via syringe to lower her blood glucose. The pt stated that prior to the report, she programmed a bolus on her infusion device and she was able to hear the confirmation beeps and the motor running, but the piston rod did not move and no insulin dripped from the infusion tubing. She stated, that she attempted to bolus 10 times in a row and the piston rod did not move. To troubleshoot the pt was instructed to advance and retract the piston rod, and she was able to do so without error. The pt was then instructed to insert the insulin cartridge, and she was able to prime the infusion set. The pt's total daily insulin intake for 2007, read 0.0 units in the infusion device history. The pt's bolus history for the same day, listed a bolus of 13 units of insulin at 12:42pm, and another bolus of 5 units of insulin at 12:57pm. The pt did not believe the infusion device was functioning properly. Product was replaced, and requested to be returned for eval.